Event description:
It was reported that the patient was deceased via an obituary search. Per the obituary, the patient passed away on (B)(6) 2009. The patient's death certificate is unable to be obtained by the manufacturer per state regulations. It was reported that the patient's vns device was buried with the patient; therefore, no analysis can be performed. The patient's neurologist has also passed away, and thus cannot be contacted regarding the patient's death. No additional relevant information has been obtained to date.

Manufacturer narrative:
.